Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications. According to the gore® excluder® aaa endoprostheses instructions for use, adverse events which may occur and require intervention include endoleak and aneurysm enlargement.

Manufacturer narrative:
Medications: aspirin, benadryl, hydrochlorothiazide, lisinopril. (B)(4).

Event description:
On (B)(6) 2012, the patient underwent treatment of an abdominal aortic aneurysm using gore® excluder® aaa endoprostheses. On (B)(6) 2017, follow up imaging identified a distal type I endoleak on the patient¿s left side associated with the pxc231200, with aneurysm enlargement of an unknown amount. On the same day, a procedure was performed whereby two additional contralateral leg component were implanted for distal extension to treat the endoleak. A pxl161207 was implanted distal to the endoleak associated with the pxc231200. A second device was implanted to bridge the pxl161207 and the pxc231200. It was reported the internal iliac artery was intentionally covered with the most distal contralateral leg component (pxl161207). The physician reportedly elected to place numerous coils in the area of the left common iliac. It was reported the coils were placed around the graft in the area of the endoleak prior to bridging the graft. Final angiography showed resolution of the endoleak, and the patient tolerated the procedure.